Event description:
The patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back with the leads targeting the thoracic nerve. Immediately upon activation of the system, the patient noted connectivity issues between the ipg and the external therapy discs. On (B)(6) 2026 a surgical procedure was performed to remove the ipg and replace it with a new one as well as reposition the existing leads to be more midline.

Manufacturer narrative:
Troubleshooting in the field determined that the ipg had been implanted in a location where the skin and tissue were rolled, causing the ipg to migrate or twist as the tissue moved. If the ipg is not positioned flat and parallel to the skin surface then connectivity issues are likely to be experienced. There is no indication from field troubleshooting of any failure or malfunction of the nalu components beyond the connectivity issues that are related to the implant location.